Event description:
A distributor in california reported that the audible alarm of a mr850 respiratory heated humidifier was not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(6) respiratory humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer has stated that the complaint mr850 respiratory humidifier unit did not have an audible alarm. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Our (B)(6) product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the (B)(6)heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The (B)(6) is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory heated humidifier has not been received at fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the audible alarm of a mr850 respiratory heated humidifier was not working. There was no reported patient involvement.